Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) had risen to 105 ohms. Technical services suggested further monitoring. Later, this s-ICD system was explanted for apparent mechanical lead noise. A new s-ICD system was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.